Manufacturer narrative:
Insulin pump received with critical pump error and unable to download due to moisture damage on the electronic assembly. Pump unable to verify pump error 63 alarm in the pump history due to pump unable to download. Unable to confirm keypad anomaly due to constant open book alarm.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error and had hardware low level failure alarm. The customer¿s blood glucose level was 138 mg/dl at the time of the incident. It also stated that insulin pump had keypad anomaly and there was no response from any button. The insulin pump will be returned for analysis.